Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote transmission indicated that there was a sensing issue with the right ventricular (rv) lead as there was a high amount of short v-v intervals. Additionally, there appeared to be far field r-wave (ffrw) oversensing at times on the atrialchannel on vt (ventricular tachycardia) monitor zone events for the atrial lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.